Event description:
I have been using the product complete moistureplus multipurpose solution for the past five months and now I'm having problems with my vision. I have blurred vision and my eyes are red and teary. I have stopped using the product as of the 29th of may after it was recalled. I have an appointment with an eye dr the following day to see the severity of using the solution.